Event description:
Per the clinic, the patient experienced infection and skin breakdown at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023 and the patient was re-implanted with a new cochlear device during the same surgery.